Event description:
It was reported to the manufacturer that a customer encountered problems during use of a detachable coil. According to the customer: during the procedure, a stent was placed across the neck of the aneurysm and then coiling began. During coil (#2 or 3), the coil (device in question) fractured a significant portion of the tail protruding into the parent vessel. The coil was extracted with a retrieval device. It was decided by both physicians to end the procedure at this time. Patient condition was reported as "fine".